Manufacturer narrative:
The reported event of an inability to run the right ventricular threshold test was confirmed. Based on the review of the information provided, an error occurred during the device's automatic algorithm that allowed a value to be set out of range for paced av delay. An enhancement was requested by the software engineering team to improve this performance in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an error message and could not complete threshold testing on all channels using ble telemetry. It was noted that all other measurements could be taken. The threshold test was completed using the wand to interrogate the device. No further intervention was performed. The patient was in stable condition.